Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and non boston scientific right atrial (ra) lead triggered a lead safety switch (lss) due to pacing impedance measurements high out of range. Technical services (ts) was consulted and provided troubleshooting options. This pacemaker and ra lead remain in service. No adverse patient effects were reported.